Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse had observed that the source of the leak was found to be the complete blood count (cbc) lyse restrictor tubing was cut at the fitting. The fse replaced the tubing. No further evidence of leaking was observed. Failure mode: the cause of the leak was a cut tubing at the cbc lyse restrictor. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer contacted beckman coulter (bec) reporting a leak under the baths of the coulter lh 780 hematology analyzer. The volume of the leak was approximately 2 ml and was not contained within the instrument. It could not be confirmed it the instrument generated any error messages or flags as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.